Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12646. It was reported that the patient had coronary perforation, pericardial tamponade, cardiogenic shock, and expired. The 80% stenosed target lesion was located in the highly calcified medial ramus interventricularis anterior (riva). A 2.5 x 12 mm promus premier select drug-eluting stent was implanted in the target lesion without problems. During post-dilation with a 2.75 x 12 mm quantum maverick balloon at 20 bar, the balloon burst. The balloon was pulled back with resistance and was torn off the shaft. Angiography identified the two x ray markers of the balloon in the riva. There was a coronary perforation with pericardial tamponade and cardiogenic shock. After trying all interventional options and 2 hours of resuscitation, the patient expired.